Event description:
Medtronic received a report that the distal stent region failed to deploy. The pipeline was not located in the tortuosity of the blood vessel. More than 50% of the pipeline was deployed prior to the failure. It was unknown how many times the pipeline was re-sheathed. There were no other operations performed to deploy the stent. The stent was removed from the body along with the microcatheter. The pipeline was not used off-label. The device was prepared as indicated in the IFU. Ancillary devices include: a sheath, a 8fr roadmoaster guiding catheter, a phenom27 microcatheter, and a chikai14 guidewire.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.